Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking/jolting sensation and pain in the testicles. The pt was also unable to adjust stimulation. The pt was instructed on how to move to a different group/program, and was more comfortable. Additional info was requested.